Event description:
It was reported that the lead position was slightly different from the original position. The physician elected not to explant the lead, since it was still functional.

Manufacturer narrative:
Na